Manufacturer narrative:
The faulty o2 cell was replaced, the unit returned to service. No part has been investigated. The o2 cell is a disposable component with a limited lifetime, used to monitor the delivered o2 concentration. A faulty or used o2 cell will generate an alarm and will not affect the set o2 concentration delivered to the patient. No further action can be taken at this time. This case will be added to our complaint database and monitored for trends.

Event description:
The sales demo ventilator was being used on a patient. The ventilator alarmed "o2 concentration low". The ventilator was then removed from the service to be checked out. The fault was found to be with o2 cell. The 02 cell was replaced. This action repaired the unit and the unit was returned to service. (B)(4).